Manufacturer narrative:
Event: updated to reflect additional information. The implant date of (B)(6) 2017 is an approximate date. Only the month and year are known at this time. (B)(4).

Event description:
It was reported that the patient underwent a replacement surgery involving their artificial urinary sphincter (aus), due to infection. The patient presented with the infection sometime during the last week of (B)(6) 2018. A culture confirmed that the patient had a (B)(6). During the procedure, the previous aus was explanted and replaced with a new aus consisting of a 4.0 cm cuff, pump, and balloon. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information was received indicating that the patient experienced urethral perforation during the procedure. The aus replacement surgery was aborted as a result. It was also noted that the scrotum was the infection site. The infection was related to a boil in the scrotum which the patient experienced from time to time. The tubing of the device was visible through a small hole in the scrotum. The physician placed a foley catheter in the patient, and recommended a healing period of 3 weeks.

Manufacturer narrative:
The implant date of (B)(6) 2017 is an approximate date. Only the month and year are known at this time.

Event description:
It was reported that the patient underwent a replacement surgery involving their artificial urinary sphincter (aus), due to infection. The patient presented with the infection sometime during the last week of (B)(6) 2018. A culture confirmed that the patient had a staphylococcus aureus infection. During the procedure, the previous aus was explanted and replaced with a new aus consisting of a 4.0 cm cuff, pump, and balloon. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.